Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured in april 2024. H11: two (2) devices were received for evaluation. A visual inspection was performed, and dark particulate inside the first sealed packaging and fiber particulate inside the second sealed packaging were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in the year 2024. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented high-volume inlets had particles inside packaging. This was found prior to use. There was no patient involvement. No additional information is available.